Event description:
It is reported that the forceps broke while surgeon was attempting to put a screw in the acetabulum.

Manufacturer narrative:
Eval: as returned, one side of the forceps is fractured. The device was sectioned in order to perform a micro hardness eval, which met specifications. Without further evidence, no conclusive diagnosis can be made. Device history records indicate all components were manufactured and inspected to specification. (B)(4). Total number of events: 1. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.